Event description:
During follow-up, a pneumothorax was observed following implant of the device and right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. Thoracic drainage was performed to resolve the event. The patient was stable and the device and leads remain implanted. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-19479, 2017865-2022-19480, 2017865-2022-19483.